Manufacturer narrative:
The MFR has received the product and is currently being evaluated. Results are expected soon.

Event description:
Bleeding from the catheter. The catheter is leaking somewhere between the cuff and the skin, in the tunnel. The catheter was placed (B)(6) 2002 and replaced (B)(6) 2004.